Event description:
It was reported that the patient underwent a shoulder arthroplasty. Subsequently, the patient was being considered for a revision due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4): d10: item # 211231, compr srs mod stem - 8x75mm, lot # 65696872, item # 211225, compr srs ic seg - 60mm, lot # 67173385, item # 211216, compr srs prox bdy - sm 58mm, lot # 67040292, item # 211231, compr srs mod stem - 8x75mm, lot # 65696872, item # 110031399, hmrl tray std, lot # 66854563. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.